Event description:
It was reported that when the stimulation was off the pt experienced an overstimulation sensation and a shocking or jolting sensation. While the pt was using an "electronic chair" her stimulation increased and the pt's legs began shaking and knocking. The pt had to call for assistance. The pt tried to turn the device off and the yellow light on the back of the programmer was seen, but the pt still felt the stimulation. An attempt was made to stop the stimulation by taking apart the programmer, with unk results. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.